Event description:
Pt reported obtaining a blood glucose result of 400 mg/dl, while using the suspect device. Based on this result, pt reportedly sought treatment in the emergency room. Patient indicated that, approximately 45 - 60 minutes later, his blood glucose measured 137 mg/dl on a hospital blood glucose monitor, as well as in the facility's lab. No treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.